Event description:
According to the reporter, during a thoracoscopic right upper lobectomy, during pulmonary artery resection, after separating the pulmonary artery, the jaws could not be opened and there was difficulty on retracting the knife blade. The powered handle was restarted using a powered approach, but no improvement was seen. A manual adapter tool was used, but the rotation was not possible. After that, the jaws were able to be released, but the surgeon decided to discontinue the use of the powered stapler. A manual stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigmret sig power sigmret manual retract tool - (lot#: c7f7401x); sigmret sig power sigmret manual retract tool - (lot#: c7f7401x); sigphandle sig power sigphandle handle - (serial#: (B)(6); sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT - (lot#: unknown); sigpshell sig power sigpshell control shell - (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received connected to the associated sigsdss30ctvt reload. The connected reload was fully fired, and the jaws were open. It was reported that the jaws locked on tissue and it was difficult to retract the knife blade. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: firing rod out of home position. Functional testing found that the reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The firing rod was moved distally using a manual retract tool. The reload could now be removed without difficulty by pressing the blue unload switch and then twisting and removing the reload from the adapter. This is indicative that the firing rod was out of the home position. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: uart communication errors. Functional testing found that there were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each d evice are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or pressing and holding the up control button for two seconds. The articulation will center, and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees, and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.